Event description:
New information reported stated that the patient's primary cause of death was renal failure and the secondary cause was metabolic acidosis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for a lead extraction. The right atrial lead exhibited oversensing and noise which caused the physician to suspect the lead was abraded. During the extraction, the cardiac wall was perforated which resulted in cardiac tamponade. An emergency intervention team was able to repair the perforation and the patient was taken to the ccu in stable condition. On 04/26/16 it was reported that the patient has deceased. The physician believed that the patient had not deceased from the perforation but due to renal failure. The exact cause of death was unknown. No other additional information was reported.